Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a motor error alarm during a bolus/basal. Customer's blood glucose was 247 mg/dl. The insulin pump was not exposed to a high magnetic field. The customer was assisted with clearing the motor error alarm. The customer also reported the alarm occurring 6 times in the last 30 days. Customer was asked to return their alarm. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a scratched reservoir tube window.